Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the staff did not get alerted to an asystole alarm at the bedside. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remove clinical support person (rcs) reviewed the provided logs and noted that the asystole alarm at 1359> was not acknowledged. The alarm was ended at 1620 when the patient was placed on the tele device (tel11). In addition, the audit log shows at mon26, the *** asystole generated at 13:59:39 followed by the sector entries for pics wlmphi2bsv02 (in unit) and orlphitlcovr09. The rcs also checked the latching settings at mon26>red visual only no audible or yellow latching. A philips product support engineer reviewed the provided information and stated that the asystole was a false asystole, and that asystole physiological condition was no longer present. This would then cause the audible sounding of the alarm to stop automatically, and the visual banner would remain latched and present until the alarm was acknowledge per the bedside configuration setting. It was found that the device was functioning as configured. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Staff reported they were in the room with the patient and saw the asystole alarm but did not see or hear an alarm at the bedside. Log files were received and reviewed and per the investigation summary, it appears the asystole was a false asystole, and that asystole physiological condition was no longer present. This would then cause the audible sounding of the alarm to stop automatically, and the visual banner would remain latched and present until the alarm was acknowledge per the bedside configuration setting. The device functioned as intended. No actual harm has occurred.